Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that middle of graft was not getting meshed. A nonconformance forum stated that the skin graft did not feed through correctly and damaged the skin. This event occurred during surgery. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). On june 13, 2018, it was reported that middle of graft was not getting meshed. The customer returned a meshgraft ii device, serial number: (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated. Medicrea has not previously repaired/evaluated meshgraft ii serial number: (B)(4) one time as documented in the repair reports in vdoc portal services. Product review of the meshgraft ii by medicrea on june 22, 2018 revealed that the device was completely used and damaged. It was noted that the roller, cutter, side plate handle gear and screw failed and the device calibration was out of specifications. Repair of the meshgraft ii was performed by medicrea on june 22, 2018 which included replacement of the roller, cutter, side plate handle gear and screw. Meshgraft ii, serial number: (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the device was completely used and damaged. It was noted that the roller, cutter, side plate handle gear and screw failed and the device calibration was out of specifications. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the device was completely used and damaged. It was noted that the roller, cutter, side plate handle gear and screw failed and the device calibration was out of specifications. However, it is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.